Manufacturer narrative:
The customer was sent a replacement pump in style to help resolve the issue. The customer was diagnosed in the emergency room with mastitis and was prescribed dicloxacillin for 7 days 4x a day. She has completed this and the mastitis has been resolved. The new pump is working well now. The product involved in the complaint was returned for evaluation/investigation on 4/27/2017. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis/clogged ducts. Reported issues of mastitis/clogged are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called in to customer service as she had low suction on her pump in style. She developed clogged ducts and went to the emergency room and was prescribed antibiotics.